Event description:
This patient was enrolled on the (B)(6) trial, and was randomized to the hydrocoil embolic system treatment arm. The patient is a (B)(6) female who presented with a ruptured aneurysm located in the anterior communicating artery. The patient's aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2013, the patient began agitated and restless. Angiography showed severe vasospasm and was treated with ia nicardipine. Symptoms resolved and patient recovered. The vasospasm was reported as a serious adverse event due to required medical or surgical intervention to prevent further permanent impairment to body structure.